Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, 2 endeavor sprint drug eluting stents were implanted in the lad. An angiographic complication of lateral branch occlusion and abrupt vessel closure occurred during the index procedure.